Event description:
The duett sealing device was deployed following a diagnostic catherization (via a 6f sheath in the right common femoral artery). It was reported that the case seemed to have been uneventful and that the deployment was correct. Within 20 min of deployment, the pt developed symptoms of an arterial occlusion (mottled toes and numbness in the right foot.) A surgical thrombectomy was performed. The pt also experienced a post-operative re-bleed, and was sent back to surgery. The event was resolved later that evening.